Event description:
It was reported that the patient noticed some phrenic stimulation. A chest x-ray revealed the right ventricular (rv) lead dislodged. The lead was repositioned. The patient is a participant of the wrap-it study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.